Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. The customer reported making changes to their insulin medication based on the received readings, and then reported feeling shaky, sweaty, and began to vomit, and then reported experiencing a loss of consciousness. He was transported to a local hospital, when he was diagnosed with hypoglycemia. D50 (dextrose) was administered in order to stabilize glucose levels. In addition, the customer also reported receiving readings of 89 mg/dl and 169 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "b" zone showing the difference in values to not be clinically significant. There was no report of death of permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.